Event description:
During a laparoscopic robotic assisted procedure, the vcare broke down in parts into the patient's uterus. The physician scrubbed in, removed the uterus and all of the remaining parts of the vcare (uterine manipulator) through the vagina. No additional intervention was needed at the time.